Manufacturer narrative:
Continuation of d10: product ID 309328, lot# 0210094265, implanted: (B)(6) 2015, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the device was working as normal now the patient is back in the UK and has been told how to troubleshoot by changing the time zone on her handset.

Manufacturer narrative:
Continuation of d10: product ID: 309328, lot# 0210094265, implanted: (B)(6) 2015, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 309328, serial/lot #: (B)(6), ubd: 15-jun-2019, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient experiencing electric shocks around battery site that propagate down right leg. Electric shocks occur more when standing but are quite random when they occur. Electric shocks experienced both when device is on and off. Patient was involved in a car accident earlier in march, and shocks have been experienced after this event. Manufacturer representative (rep) saw this patient in clinic with the nurse on (B)(6) 2025. First impedance check showed less than 50 ohms for the case + electrode 1- pairing. Rep attempted to program around this and there were 2 custom programs where patient felt it in the vagina/back passage. Further impedance checks (~3 more) then came back as all green, therefore indicating an intermittent impedance issue. It was advised patient to keep device turned off for at least 2 weeks, and to try these 2 custom programs if they wish to afterwards, but to turn the device off straight away if any shocking persisted. Patient has been referred for consultant review and possible lead change.